Event description:
International affiliate reports t3-l3 instrumentation was done using the isola titanium system with open hook for childhood scoliosis. After final tightening, the surgeon loosened the open hooks set screw to adjust the implant position. The tip of the driver broke off and became stuck in the screw. The surgeon cut the rod which was part of the construct and removed the broken part with the open hook containing the broken tip attached. The broken tip was removed from the open hook which was then reinserted. The procedure was extended by sixty minutes as a result of the tip breakage. However, there were no adverse consequences to the patient.

Manufacturer narrative:
Examination of the returned hex driver confirmed breakage of the instrument's hex tip. The driver was tested for hardness and met specifications requirements. The hex driver was manufactured (B)(6) 2001, has been in service for approximately eleven years and based upon its overall worn appearance, has been moderately to heavily used. The damage is indicative of material fatigue, the result of wear from normal, routine usage over an extended period of time. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy spine has requested return of the hexdriver for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.